Manufacturer narrative:
1038671-2023-01788.

Event description:
The patient underwent left knee revision surgery approximately 7 years 11 months post primary procedure. The patient claims to have suffered from joint pain, joint swelling, joint stiffness, limited range of motion, loss of mobility, muscle tissue damage, tissue damage, and device failure necessitating painful revision surgery. They also have reported injuries including but not limited to significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.